Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the difficult positioning was due to inadequate height over the valve from there being a small fossa ovalis. The reported clip caught on chordae was likely an outcome of procedural circumstances/user technique. The foreign body in the patient is an outcome of entrapment device. The complete clip detachment was a procedural effect of the entrapment of device, as after deployment the clip turned to almost a 90 degree angle, which proved that it was entangled in the chordae. Foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in chordae, complete clip detachment and foreign body in the patient. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted the patient had an anterior prolapse and a large coaptation gap. It was also noted that due to a small fossa ovalis, it was difficult to get adequate height over the valve. Due to the patient anatomy, an aorta hugger occurred with all clips that were inserted. One xtw clip was successfully implanted without issues. To further reduce mr, an ntr clip was inserted. Grasping was performed, but due to the large coaptation gap, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced with an xtr clip. The xtr clip was inserted, but due to the inadequate height over the valve, positioning was difficult. The clip was attempted to be implanted lateral of a2/p2; however, the clip became caught in the chordae. Troubleshooting was performed but the clip was unable to be freed from the chordae. Therefore, grasping was performed and both leaflets were able to be successfully grasped. After the clip was deployed, it completely detached from the leaflets and became stuck in the apex of the heart. Due to the issues, the patient was transferred to surgery where mitral valve replacement was performed. No additional information was provided.